Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have asthma. The medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of external wear and tear, minor amounts of contamination on exterior. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of excessive contamination on the flip lid seal and in the tubing connector, possibly bio-contamination such as mold, fine dust contamination observed on and in the blower, dust contamination on the interior of the bottom enclosure of the base unit and on the sound abatement foam. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of external wear and tear, minor amounts of contamination on exterior of base unit and humidifier, excessive mineral deposits and other contaminants on the interior of humidifier water tank enclosure. The device's event logs were downloaded and reviewed. The manufacturer found no error logged. The manufacturer concludes there was evidence multiple contamination on the device as well as on humidifier. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have asthma. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.